Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was alleged that the infusion device was delivering an inaccurate amount of insulin. The patient was hospitalized for hyperglycemia. On the morning of (B)(6) 2016, the patient's blood glucose level was "500 mg/dl and more". The patient was taken to the hospital at midnight on (B)(6) 2016. The patient was treated with insulin via pen. The patient was released from the hospital on (B)(6) 2016. The infusion device was requested to be returned for product evaluation.